Manufacturer narrative:
Once any add'l info becomes available, this report will be updated.

Event description:
Boston scientific rec'd info that telemetry was unable to be obtained with this subcutaneous implantable cardioverter defibrillator (s-ICD). The device has been implanted since (B)(6) 2013. Two different programmers were used as well as a wand but establishing telemetry was unsuccessful. Boston scientific technical services (ts) was contacted for further assistance. An attempt was then made with ts assistance to reset the device using magnet application; however, the device was not emitting tones for the expected 60 seconds. In addition, an ice pack was then applied to the device site before magnet application was attempted again to reset the device. This was also unsuccessful in obtaining telemetry with the device. The ts consultant discussed that the s-ICD would be explanted. No adverse pt effects were reported. A replacement procedure has been scheduled.